Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem with the surgeon's head occurred in the high-resolution stereo viewer of the surgeon's console. The problem did not occur while the surgeon was trying to operate the instruments from the surgeon's console. The error was not due to the fact that the instrument could not be moved at all. The surgeon's movements were not scaled according to the instrument the instrument moved without the surgeon moving. Since the operator did not move anything, the movement was not in the intended direction. Observed direction of the instrument was straight ahead in the direction of instrument. The timing of the instrument was not appropriate. There was no tremor and/or friction experienced/observed. There was no conscious or obvious interference between the instruments or between the arms of the system. There were no obvious external collisions to be aware of. The problem was non-recurring. Removal of the instrument, visual inspection, check for error message was done when the problem occurred. The problem did not recur, our procedure is described above. The batch number was not available. The drape was not available for return. There was no patient injury as a result of the incident. The device was checked before use and there was no damage or unusual occurrences. The device was not returned to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure available to isi. The problem occurred after approx. 1-1.5 h op time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that it has already been noticed several times instruments on the sp continue to move for a relatively long time after the handle is released. The procedure outcome is unknown.